Event description:
The target lesion was proximal/middle right coronary artery (aha1 approximately 2). The lesion was a de novo, eccentric, highly calcified and highly tortuous. There was 90% stenosis. A (gc) guiding catheter (mach 1 fr4 sh) was engaged and a (gw) guidewire (runthrough hypercoat) crossed the lesion. Then pre-dilation with a (bc) balloon catheter (douvan, 2.0/15mm) and ivus were conducted with slight friction. Afterward, 1st cypher (3.0/13mm: complaint product) was delivered to the target lesion, but the physician had difficulty delivering the 1st cypher because the gc had to be re-engaged several times. Eventually the 1st cypher crossed the lesion and the physician applied negative pressure to remove remaining air in the balloon, but back-flow of blood into the inflation device was confirmed. Therefore, the 1st cypher was immediately retrieved from the patient. To finish the procedure, 2nd cypher (3.0/13mm) and 3rd cypher (3.0/8mm) were implanted from the distal end of the target lesion using the buddy wire technique. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
There was no difficulty removing the product from the sterile packaging, and no kinks or other damages were noted prior to inserting the product into the patient. The device normally prepped properly, but when you say maintained negative pressure, we reported backflow of blood was confirmed, so no. The contrast to saline ratio was unknown, but it is usually 1:1. The unit did not even get inflated. There was resistance friction encountered. No further information was available. Additional information will be submitted within 30 days of receipt.